Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the components broke at the union of the "5.5mm healicoil regenesorb suture anchor" as soon as it was inserted without applying any force or tension. This breakage took place outside the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was not returned with original packaging and the device has debris on it. The anchor is broken thru out with pieces broken off. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review found similar reported events a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.